Event description:
Device was used during a laparoscopic vaginal assisted hysterectomy. Reportedly, the instrument partially fired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.